Event description:
Patient had an anterior prolapse repair done 2 weeks ago. At her post op visit, the patient complained of pain near the left hip bone and burning of the urethra and vulva. This patient has herpes, but did not have any lesions. The repair looks great and the prolapse is completely gone. Patient did have a little blood in her urine, but nothing out of the ordinary.